Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD involved in this MDR report could not be interrogated after shock therapy delivery. The device was explanted the day following the implantation and was returned for analysis.